Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During first inflation at 10atm, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.